Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the suture was opened and it detached from the thread. Before use.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market 2,160 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with the needle detached from the thread (thread is not wound on the pack). Checking the detached needle of the used sample received we have noticed that there are marks of a needle holder/surgical instrument in the needle attachment zone and in the thread. The needle and the thread have been damaged during handling of the suture (the needle is deformed) and the needle detachment from the thread is caused by this wrong handling. As stated in the instructions for use of the product: 'when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles should be avoided and may result in a loss of their strength and resistance towards bending and breaking.' Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause has been determined to be a wrong handling from the operator as the suture has been damaged by the user. Final conclusion: the open sample received has been damaged most probably due to a wrong handling. Therefore, we conclude that the case is not confirmed because the defect is due to a possible incorrect handling not in accordance with the product's instructions for use. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.